Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with scratched case and pillowing keypad overlay. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and high blood glucose. Customer's high blood glucose level was 425 mg/dl at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Based on customer report customer did not allege pump was under delivering. Customer was treated with bolus. Customer was not using the auto mode feature. The insulin pump will not be returned for analysis.